Event description:
It was reported that last night the patient started shaking in their right hand/arm and some in their left arm. Patient rep said back in august of last year, patient had to have the stimulator "repaired" because the patient had fallen and "it broke". When that had happened, they took patient to the ER but they were sent home because the ER didn't know anything about dbs. Patient rep thought the shaking was because the patient's implant battery was depleted but said they charged patient's implanted battery to 75% and patient was still shaking. During call, the patient programmer showed therapy off. Patient service specialist reviewed how to turn therapy back on. Once therapy was back on, the patient's symptoms resolved. Patient rep said they had charged the implant but forgotten that it needed to be turned back on with the programmer. Patient rep mentioned that they had allowed the implant to deplete like this in the past (therapy had been turned back on in those cases).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.